Manufacturer narrative:
Block b3: exact date unknown, event occurred in january of 2023.

Event description:
It was reported that the patient's ipg was no longer retaining a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will not be returned as it was kept by the medical facility.